Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, an unverified reporter stated that the patient experienced a failure to alert for hypoglycemia. According to the report, the patient had ¿gone catatonic¿ due to not being ¿informed¿ of a ¿very low¿ glucose level. It was also noted that the sensor may have failed prematurely. At the time of the event, the patient was reportedly already at the hospital. The reporter was unable to confirm specific patient details or provide additional information regarding the incident. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.